Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip procedure were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, prior myocardial infarction, prior percutaneous intervention, prior coronary artery bypass graft, secondary mitral regurgitation, mixed mitral regurgitation, ischemic cardiomyopathy, non-ischemic cardiomyopathy, vasopressors, inotropics, mechanical cardiac support, heart failure. Complications reported included cardiogenic shock and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "impact of mitral valve transcatheter edge-to-edge repair on haemodynamic parameters in cardiogenic shock" was reviewed. The article presented a retrospective single center study, to evaluate hemodynamic and echocardiographic parameters in patients with cardiogenic shock undergoing transcatheter edge-to-edge repair (teer). Devices mentioned include mitraclip and edwards pascal. The article concluded that teer leads to favorable hemodynamic changes in patients with cs.. [The primary author and corresponding author was michal droppa, department of cardiology and angiology, university hospital of tübingen, tübingen, germany with corresponding email *michal.droppa@med.uni-tuebingen.de*. ] the time frame of the study was january 2012 to november 2023. A total of 25 patients were included in this study, of which 22 received an abbott device. The average age was 65 and the majority gender was male. Comorbidities included diabetes, hypertension, dyslipidemia, atrial fibrillation, coronary artery disease, prior myocardial infarction, prior percutaneous intervention, prior coronary artery bypass graft, secondary mitral regurgitation, mixed mitral regurgitation, ischemic cardiomyopathy, non-ischemic cardiomyopathy, vasopressors, inotropics, mechanical cardiac support, heart failure. Peri and post-procedural complications included death, cardiogenic shock.

Manufacturer narrative:
The device will not be returning for analysis. A follow-up report will be submitted with all additional relevant information.